Manufacturer narrative:
All available information was investigated and the reported issue was confirmed via returned device analysis. In this case the returned device analysis confirmed the reported clip caught on clip introducer. The clip was returned closed, caught on the clip introducer. Additionally the clip introducer was torn, and torn material was observed caught between the clip arms. Based on the available information the observed retraction problem is likely the result of the user technique of retracting the device. The observed clip introducer tear was likely the result of the retraction problem, as the clip likely tore the introducer when caught on it. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report the difficulty removing the clip from the introducer. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. When introducing the clip delivery system (cds) into the steerable guide catheter (sgc), air was noted. The cds was removed however became stuck in the clip introducer (ci). The hemostasis valve of the sgc was no longer sealed therefore both devices were removed and replaced with new ones. Two clips were implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.